Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. Internal insulation abrasion was noted at 10.6-12.2cm and 26.1-26.5cm from the distal tip. Externalized conductors due to internal insulation abrasion were noted at 8.2-13.6cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.